Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material # 301073. Batch # unknown. It was reported that the bd syringe 3ml ll bns had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. According to the facility, ¿upon using a (B)(6) custom pain kit, the 3ml syringe being used by the surgeon leaked medication past the plunger when injecting into the patient. The surgeon had to draw up more medication using a new syringe so the patient would have a full dose of the medication. Item - 301073. Complaint number(s): (B)(4). Additional information provided: 1. Could you please provide the exact event dates for complaint numbers (B)(4) in the format (mm-dd-yyyy)? (B)(6)2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event for complaint numbers. (B)(4): n/a. 3. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label for complaint numbers (B)(4)? (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.